Event description:
The patient reported that her infusion device displayed a 77 with a continuous beeping sound. The patient was advised to remove the power pack which had been in her infusion device since 2 mos earlier. The patient was instructed to insert a new power pack and her infusion device started working properly. The patient was aware of the recall and had been receiving her replacement power packs. The patient stated that she forgot to change the power pack as instructed. The patient was educated on the importance of changing her power pack every 2 weeks. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.